Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four (4) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found the sample received doesn't present any damage, kink, or cut. Sample was received without blue clip and without white cap. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough an internal CAPA (opened on 09/sep/2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase), the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicate, complaint is not confirmed. Device passed all functional testing. No problem found. No actions taken, however as part of in process controls add based on the CAPA root cause, the following containment action was implemented: pwi was update from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. Action was implemented after manufacturing of lot reported. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).